Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient was vomiting at time of the call. A 911 protocol reportedly was initiated. The pump reportedly had a no delivery message-pump not primed message. Animas customer technical support reportedly attempted to contact the reporter multiple times without resolve. There was no additional information available for this complaint. This complaint is being reported because the patient experienced an adverse event allegedly due to a loss of prime issue with the device.

Manufacturer narrative:
Follow-up #1; date of submission: 11/23/2016.